Event description:
It was reported that an esophageal perforation and laceration occurred when attempting to insert a nasogastric tube (ng) and was attributed to the ng tube. Pt had right renal artery angiogram with stent placement performed after which pt developed swollen abdomen and hypertension. Ng tube insertion was attempted in radiology dept for decompression however, resistance was met. There were no other instruments in use at the time. The perforation was not apparent immediately. Endoscopy was performed and esophageal perforation and laceration were noted. Pt had surgical repair on the same day; described as repair and drainage of cervical esophageal perforation. And ng tube was subsequently, successfully placed during egd w/o difficulty.